Event description:
Event description cpi received information that during a routine follow up, the implantable cardioverter defibrillator (ICD) was unable to be interrogated and did not emit tones with magnet application. No recent therapy was delivered. The last automatic capacitor reformation was in april, 1999.